Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient need to have a blood transfusion? How much blood was lost? What is the current status of the patient? Did the patient need any different type of post op care due to the bleeding/oozing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy the applier released the clips not correctly formed, partially bent or not closed. The clips on the cystic artery and cystic duct, failed close, with loss of blood and bile. The surgery was delayed 45 minutes. To stop the bleeding and the leak another clip applier was used. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/7/2022. Additional information was requested, and the following was obtained: did the patient need to have a blood transfusion?: no. How much blood was lost?: n.a. What is the current status of the patient?: good. Did the patient need any different type of post op care due to the bleeding/oozing?: no.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2022. Investigation summary: a photograph along with the device was returned to ethicon endo surgery for evaluation. During visual analysis of the photo, the following was observed: the photograph shows a malformed clip on a surface. The image is not clear to determine the failure mode. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip between jaws and the lower shroud. In addition, the tyvek was returned along with the instrument. The clip was manually removed and in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the retaining clip was not properly fed into the jaws causing 4 scissor clips. Upon further analysis, it was noted that the lower shroud was damaged/broken causing the scissor issue. However, no conclusion could be reached as to what caused the damage observed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing.